Event description:
It was reported that revision surgery was performed due to femoral neck fracture. The acetabular cup appeared to be well fixed.

Event description:
The surgeon does not fault the device.

Manufacturer narrative:
Device returned to manufactuer for analysis.